Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a german patient developed an open rash underneath her breasts while in the hospital for an unrelated issue. The patient reported that she had a nickel allergy. The patient's doctor prescribed a clotrimazol ointment for the irritation. The patient was discharged from the hospital. During a follow-up the patient reported that the irritation had not gotten any better or any worse.